Event description:
An end user applied the active life urostomy pouch and noted a rash under the tape collar on the right side of his abdomen. The product was in use for 2 days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated he applied an antifungal powder to the rash and it cleared in less than a week after returning to another brand's product. No additional patient/event details have been provided to date. Should additional information becomes available, a follow up report will be submitted. A return sample for evaluation is not expected. Reported to FDA on 12/10/2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.